Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.